Event description:
It was reported that during a gastroplasty procedure, the device had a failure during the stapling. The device did not section the stomach and it was difficult to remove it from the tissue. It was necessary to use another same like device to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/15/08. Eval summary: two devices (a-b) were returned for analysis. Device a was returned with the firing mechanism damaged and with no reload present. The device opened and closed without any difficulties. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Device b was returned with the firing mechanism damaged and with no reload present. The device opened and closed without any difficulties. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b: batch #= e5na7l, expiration date: 03/2013, manufacturing date: 04/2008.